Event description:
It was reported by the patient that they were hearing an audible alert approximately every four hours. This alert cadence is indicative of a right ventricular (rv) lead integrity issue. The patient was referred to their clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.